Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had hip replacement surgery on (B)(6) 2015. Revised biolox delta femoral head due to unknown reasons on (B)(6) 2015 and replaced with lineage transcend cocr femoral head. Revised dynasty biofoam shell and poly liner due to instability in (B)(6) 2016. Replaced with another manufacturers acetabular product. Date sponsor became aware of incident: (B)(6) 2016.